Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 295348, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient's ipg was poking through the skin and developed an infection at the ipg site. The patient was placed on antibiotics and underwent an ipg and lead replacement procedure. The physician confirmed that the infection was not device related and that the cause was unknown.